Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent left total knee arthroplasty on (B)(6) 2010. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to alleged pain, swelling and metal allergies. Patient underwent a nerve appellation procedure on (B)(6) 2014. Currently, the patient is pain free and will not be having a revision procedure but will continue to have the nerve appellation procedure every 4 months.

Event description:
Patient reported to have undergone left total knee arthroplasty on (B)(6) 2010. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to alleged pain, swelling and metal allergies. Patient alleges to have undergone testing for metal allergies since the revision procedure took place . No further revision procedures have been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ and "early or late postoperative infection and allergic reaction." This report is number 1 of 7 mdrs filed for the same patient (reference 1825034-2014-07853/ 07859).